Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Report# 1627487-2017-02792, reference MFR. Report# 1627487-2017-02793, reference MFR. Report# 1627487-2017-02796. It was reported the patient experienced redness at the occipital lead (off label) incision site. The physician drained the site and removed the red area. Reportedly, the patient is healing as expected. It is unknown which lead is related to the issue. Therefore all the suspected devices are being reported.

Event description:
Device 3 of 4. Reference MFR. Report# 1627487-2017-02792, reference MFR. Report# 1627487-2017-02793, reference MFR. Report# 1627487-2017-02796. Additional information received identified the cultures taken were resulted negative and the incision has healed. Therefore, the issue resolved.